Manufacturer narrative:
Updated component code grid and health impact grid.

Event description:
It was reported to philips that the device was not recognizing etco2 module. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to a faulty etco2 module. Based on the conclusion of the investigation, it was determined that this was a malfunction of the etco2 module. The etco2 module was replaced and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device was not recognizing etco2 module. There was no patient involvement.